Event description:
On 2/19/97, the facility education coordinator contacted MFR with inquiries regarding needle length of this device. Needle is labeled as a 3/4" needle, it only measures as 1/2". Facility education coordinator was informed that needle is measured prior to insertion into hub of infusion set. Customer feels that labeling is incorrect and misleading, and not in conformance with other mfrs, thereby, creating a product choice and interchange problem.